Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had presented to the hospital on (B)(6) 2025 with significant drop in hemoglobin and hematocrit (h/h) and a suspected gastrointestinal (gi) bleed. The gi bleed was confirmed by endoscopy. Their pump powers were ranging from 3.5-5.5 and they were not on novel ac. It was noted the patient was sleeping on battery power. The log file data indicated that there had been no symptoms of driveline issues during the history. The log file recorded several powers cable disconnect events while connected to battery power on (B)(6) 2025. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. The rsoc fluctuations recorded while on battery power. It was recommended to inspect the battery and battery clip contacts for integrity.

Event description:
The patient experienced symptoms of fatigue. The bleed was being treated with a gastrointestinal procedure. Ther were no concerns for the patients pump powers. The patient was not currently bleeding as of 16seo2925 and was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms associated with pump function were noted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.